Event description:
It was reported that there was a broken screw in a dorsal plate. The rep believes the broken screw was discovered during a post-surgery follow-up. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that there was a broken screw in a dorsal plate. The rep believes the broken screw was discovered during a post-surgery follow-up. Limited information is available at this time as the surgeon mentioned the broken screw during a different, unrelated case and has not provided additional details to date. The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. Device specific information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for possible screws utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to breakage of the screw and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in its breakage. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.